Manufacturer narrative:
Investigation summary: the customer reported air in the line when feeding the patient. No patient injury was reported. A device history record review was unable to be performed as the lot number of the reported device was unknown. Failure mode trending completed did not identify a trend. The reported device was returned for evaluation. Visual inspection and functional testing performed confirmed the reported issue of air in line. An investigation has been initiated to determine the root cause of this device failure. The root cause and conclusion of the confirmed device failure will be documented within the investigation. This product issue will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested and returned for the evaluation. The device evaluation anticipated, but not yet begun. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was air in tubing when feeding the patient. There was no patient harm reported.